Manufacturer narrative:
Correction to the first supplemental report, the scope was not microbiologically tested by olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The scope was stored at room temperature and additional reprocessing was done after the positive test. Pre-cleaning was completed immediately after the procedure and involved aspiration of water through the instrument/suction channel with a suction pump. The air/water channel was flushed with water and air using an adapter. Manual cleaning was done within an hour after the procedure. The scope passed a leak test. The detergent used for manual cleaning was unknown. The instrument/suction channel, suction channel, air/water suction valve and biopsy valve were brushed during manual cleaning. Manual disinfection was not done. An olympus oer-3 automatic endoscope reprocessor (aer) was used with endquick as the detergent and aceside as the disinfectant. There were no defects with the aer. All channels were connected with tubes when setting up the aer, the concentration and expiration of the disinfectant was controlled, the disinfectant met the minimum effective concentration, the water quality of the rinse water was controlled, and the water filter was replaced periodically in accordance with the instruction for use. The scope was dried using compressed filtered air and being wiped with a clean towel. The scope was stored in a simple cabinet without drying function. During device evaluation at olympus, it was found no failures with the device. The internal length of the scope was checked and there were no abnormalities such as clogging or buckling. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lusera colonovideoscope tested positive for an unexpected contamination. The scope was not used on a patient and no other scope tested positive. There was no reported patient harm or impact due to this event.